Manufacturer narrative:
There was no product returned because it was scrapped; therefore, no physical evaluation could be conducted. The device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture. The drill had a potential field age of approximately 2 years and 6 months at the time of incident. The drill is used for treatment. There is a package insert included with this instrument which has instructions for use. Some of the relevant instructions included in this insert are "drill bit breakage can occur. Most often it occurs when the drill bit impinges on metallic implants such as prosthetic components or when using internal fixation, i.e., angled plates. To minimize failure, the operating surgeon should ensure that the tip of the drill bit does not contact an implant. The surgeon should also avoid bending the bit when drilling." With the information provided and the drill not being returned, the most likely cause of the drill fracturing cannot be determined.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the drill bit was broken during drilling.